Manufacturer narrative:
The reported event of a damaged cable could not be confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since this complaint is related to a damaged cable. Analysis of the device could not be performed since the device was not returned for evaluation.  Information for use-the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety.  Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency.  A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a controller dc adapter that would not function.  The cable was replaced with no reported consequences or impact to the patient.  No additional information provided.